Event description:
Boston scientific received information that during the replacement of this device for normal battery depletion, a non-boston scientific lead was stuck in the header. It was noted that both setscrews would not loosen. The lead was eventually removed and there were no adverse patient effects reported. The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted both setscrews were fully retracted. An attempt was made to insert a laboratory wrench; however, it was found that each of the setscrews had a wrench tip broken off within them. After removing the wrench tip from the ring slot, the setscrew operated normally. The wrench tip was unable to be removed from the tip setscrew. Both setscrew capture washers were distended; this results from the setscrew being backed out too far, which can be caused by improper use of a boston scientific wrench or using a non-boston scientific wrench. A hole was noted in the ring seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. This likely contributed to the difficulty removing the lead from the device header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.